Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: the suspect device was returned for evaluation. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to downstream occlusion (dso) sensor was recalibrated. As a result, the dso sensor will be calibrated. The service history review had no indication that the complaint was related to a service of the device within the review period. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was stated that this pump was intermittently alarming for downstream occlusion for a while. There were patient involvement and no adverse harm reported. Evaluation of the returned device confirmed the reported issue, and the reported issue was addressed by recalibration dso sensor.